Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
The biomed reported to philip's remote service engineer (rse) unit has an error code consistent with blower temperature high. There was no patient involvement at the time the issue was discovered. The rse advised the bio-med that a faulty blower, motor controller (mc) printed circuit board assembly (pbca), faulty fan or occluded filters can cause this code. It was determined that the air inlet filter was extremely occluded per the bio-med and rse advise the bio-med to replace filters and monitor the unit. The biomed confirmed the issue was resolved but did not provide any repair details.